Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device delivered inaccurate delivery of magnesium (magnesium sulfate 2gm) set up as a piggyback infusion. The magnesium was intended to infusion at a rate of 25ml/hour with a total volume to be infused of 50ml followed by the primary fluid continuing to infuse at 25ml/hour. The magnesium was found to have infused unexpected quickly. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: PMA / 510(k)# additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was a delivered inaccurate delivery of magnesium, the complaint was not confirmed or replicated during the investigation. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. Rate accuracy testing was performed on the suspects pump modules. The devices were found to be delivering fluid within specification with no signs of unregulated flow being observed. Occluder spring tests were performed on the suspects pump modules, but no signs of excessive bubbles or continuous stream was observed. The suspect pump modules and concomitant pcus logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 29may2025 and the time was reported at 10:00 am. A review of the suspects pump module (s/n: (B)(6)) and pump module (s/n: (B)(6)) error log showed no errors or malfunctions on the day of the reported event or any days around 29may2025. The concomitant pcus do not have relevant error logs. The list below shows the last infusions and activity on 29may2025. At 5:44 pm on 28may2025 suspect pump module (s/n: (B)(6)) was programmed for a secondary infusion of cleviprex on the pcu (s/n: (B)(6)). Drug amount=2 mg; diluent volume= 50 ml; concentration = 0.04; rate = 100 ml/h and vtbi = 50 ml. Primary infusion with rate = 20 ml/h and vtbi = 400 ml; pvi = 557.874 ml and svi = 792.12 ml (recorded from previous infusions). The secondary infusion lasted thirty (30) minutes and 50 ml is infused. At 6:14 pm on 28may2025 suspect pump module (s/n: (B)(6)) started the primary infusion; pvi = 557.874 ml; svi = 842.138 ml. At 9:02 am on 29may2025 suspect pump module (s/n: (B)(6)) was programmed for a secondary infusion of magnesium sulfate ivpb. Drug amount=2 mg; diluent volume= 50 ml; concentration = 0.04; rate = 25 ml/h and vtbi = 50 ml. Primary infusion with rate = 20 ml/h and vtbi = 103.677 ml; pvi = 853.677 ml and svi = 842.138 ml. The secondary infusion lasted thirty-four (34) minutes and 13 ml is infused. At 9:36 am on 29may2025 suspect pump module (s/n: (B)(6)) override secondary infusion; pvi = 853.677 ml; svi = 855.837 ml. Then primary infusion started. At 9:38 am on 29may2025 suspect pump module (s/n: (B)(6)) was programmed for a secondary infusion of potassium chloride peripheral. Drug amount=20 meq; diluent volume= 260 ml; concentration = 0.0769; rate = 125 ml/h and vtbi = 250 ml. Primary infusion with rate = 20 ml/h and vtbi = 103.489 ml; pvi = 853.865 ml and svi = 855.837 ml. The secondary infusion lasted two (2) minutes and 3.793 ml is infused. At 9:40 am on 29may2025 suspect pump module (s/n: (B)(6)) pause the infusion; pvi = 853.865 ml; svi = 859.63 ml. At 9:41 am on 29may2025 suspect pump module (s/n: (B)(6)) was attached to the pcu (s/n: (B)(6)) assigned label a; pvi = 0 ml and svi = 0 ml. Then programmed primary infusion of ivf maintenance with rate = 20 ml/h and 250 ml. The infusion lasted one minute and 0.149 ml is infused. At 9:42 am on 29may2025 suspect pump module (s/n: (B)(6)) was programmed for a secondary infusion of potassium chloride peripheral. Drug amount=20 meq; diluent volume= 260 ml; concentration = 0.0769; rate = 125 ml/h and vtbi = 250 ml. Primary infusion with rate = 20 ml/h and vtbi = 249.851 ml; pvi = 0.149 ml and svi = 0 ml. The secondary infusion lasted twelve (12) minutes and 16.862 ml is infused. At 9:43 am on 29may2025 suspect pump module (s/n: (B)(6)) unit removed and tvi = 1713.49 ml. At 9:54 am on 29may2025 suspect pump module (s/n: (B)(6)) paused the infusion and check IV set; pvi = 0.149 ml; svi = 16.862 ml. Then cancel the infusion and unit removed; tvi = 17.011 ml at 9:55 am on 29may2025 shutdown complete system. The optimizing secondary infusion performance tip sheet addresses factors which can cause both concurrent flow and influencing the duration of secondary mode infusions which will cause a delay in the delivery of the secondary infusion. If drops are seen in the primary drip chamber, lower the primary fluid further on an additional hanger. Set up as usual by lowering the primary container on a fully extended hanger. Start the secondary infusion. Note the level of the bottom of the secondary container. By hand, lower the secondary container so that the top of the fluid in that container is where it will be when the container empties. Watch for drops in the primary drip chamber (ideally for 30 seconds). If drops are seen, lower the primary fluid further on an additional hanger. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4)). Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported device delivered inaccurate delivery of magnesium was not confirmed during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device delivered inaccurate delivery of magnesium (magnesium sulfate 2gm) set up as a piggyback infusion. The magnesium was intended to infusion at a rate of 25ml/hour with a total volume to be infused of 50ml followed by the primary fluid continuing to infuse at 25ml/hour. The magnesium was found to have infused unexpected quickly. There was patient involvement, but no harm.